Manufacturer narrative:
(B)(4). The complaint (B)(4) chambers are expected to return to fisher & paykel healthcare in (B)(4) but have not yet arrived. A follow-up report will be provided upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that two mr290v humidification chambers were found to be cracked after 6 days of initial use. No patient consequence was reported.